Event description:
It was reported that the md indicated that the patient had infections at the site of the implantable neurostimulator (ins) so the patient had the ins moved to the abdominal location. The caller did not have any additional details about the infections, how many infections or when the infections occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.